Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4). (B)(4) manufactures a similar device in the united states under PMA number p010014.

Event description:
Patient experienced a tibial fracture. However, no revision procedure has been reported to date.

Manufacturer narrative:
Upon receipt of additional information, the event was determined to not be reportable.